Event description:
It was reported the patient experienced withdrawal in 2013 and had a similar response to ¿burning back pain¿. The patient also experienced itching and increased spasticity. The cause of the back pain and withdrawal symptoms per the physicians involved was ¿baclofen withdrawal¿. The pump was very close to end of service (eos) and the pump was replaced due to normal battery depletion on (B)(6) 2013. It was assumed there was a catheter issue as the 8780 replaced the 8709 on (B)(6) 2013, however specifics were not known. The withdrawal symptoms went away right after the catheter was replaced. The pump was being used to deliver intrathecal baclofen therapy. Additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type: catheter. (B)(4).